Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluated the unit and found the internal circuit boards, pim, battery compartment to be completely covered in fluids. The fse removed all affected pcb boards/assemblies and cleaned and sanitized all affected areas. He replaced all contaminated parts. Subsequently, the fse performed all functional and safety test as per factory specifications. The unit passed all tests performed and was returned to the customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a blood back. There was no recovery of balloon. There was no patient harm and no adverse event was reported.